Manufacturer narrative:
(Fs librelink:) the customer reported replace sensor message. The reported issue was investigated and despite the software product type being linked to the complaint, the investigation found no connection between the customer's reported application and the customer's reported issue. The investigation did not identify the app as the cause of the issue as per the following rationale: the error message and event code observed are associated with a sensor related malfunction. Such errors are recorded in the receiver¿s event log when the sensor experiences a fault. The application is functioning correctly, as it is accurately displaying the error message generated by the sensor. This indicates that the app is operating as intended and is not the source of the issue. There is no malfunction with the customer's reported application. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. (Sensor:) the product has been requested back for investigation and the customer agreed to return the device, however, at this time product has not yet been received. Sensor kit expiration date is 30-jun-2025. The medical event associated with this case occurred on 31-jul-2025 which confirms the usage of the device beyond the useful life of the device. No additional investigations are required as the device met its specification lifespan. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer experienced symptoms described as dehydration, "high glucose," a loss of consciousness, and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp) who administered an unspecified (dose/type) insulin as treatment. There was no report of death or permanent impairment associated with this event.